Event description:
User received one patient sample with discrepant troponin I results. Repeat testing performed on a centaur analyzer. Actual date of occurrence was not provided for this patient sample. Initial result from edta whole blood sample gave 0.12 ng/ml. The sample was centrifuged and repeated on the centaur giving 0.049 ng/ml. A second lithium heparin sample obtained from the patient was run on the centaur giving 0.055 ng/ml. User said they are not certain which system is reporting correctly. No information was provided to determine if erroneous results were reported or if patient was adversely affected. Patient was admitted and later diagnosed with an mi. Troponin I reagent lot number was not provided. If additional information is received, appropriate notification will be provided.

Manufacturer narrative:
It is not known if initial reporter sent report to FDA.

Event description:
It was reported to nova biomedical that consumer received a result of "lo" (less than 20 mg/dl) on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting the following result of 105 mg/dl. During troubleshooting, the integrity of the test strips was determined to be in range. The difference in the readings was determined to be clinically significant. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Data provided for investigation was within the precision limits of the cardiac 200 tni assay. Customer material and additional information were not provided for further investigation. Due to lack of standardization between different troponin I assays, it is recommended that separate cut off levels be determined for lab analyzers and the cardiac 200 troponin assay. No potential for patient harm was implied or anticipated by the customer.